Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement and additional endovascular complaints are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. The type ii endoleak was discovered during a review of the 61-month post implant computed tomography. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The type ii endoleak of the lumbar arteries is anatomy related. The final patient status was reported as reintervention complete and will be monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an ovation prime abdominal stent graft system. Approximately seven and a half (7.5) years post implant aneurysm enlargement of 50 to 110mm was identified. It is unknown if reintervention has taken place at this time. After the initial report, additional information was received reporting that reintervention was completed by coiling the lumbar artery ascendance. The patient will continue to be monitored. Additionally, the clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. The type ii endoleak was discovered during review of the 61-month post implant computed tomography.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the aneurysm enlargement and additional endovascular complaints are unconfirmed. This is not consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. The type ii endoleak was discovered during a review of the 61-month post implant computed tomography. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms could not be determined. The type ii endoleak of the lumbar arteries is anatomy related. The final patient status was reported as reintervention complete and will be monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an ovation prime abdominal stent graft system. Approximately seven and a half (7.5) years post implant aneurysm enlargement of 50 to 110mm was identified. It is unknown if reintervention has taken place at this time. After the initial report, additional information was received reporting that reintervention was completed by coiling the lumbar artery ascendance. The patient will continue to be monitored. Additionally, the clinical evaluation also shows reasonable evidence to suggest a type ii endoleak occurred that was not included in the event as reported. The type ii endoleak was discovered during review of the 61-month post implant computed tomography. As the clinical assessment determined that there was a type ii endoleak (non-device related), a complaint is no longer warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device. This event is no longer reportable.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an ovation prime abdominal stent graft system. Approximately seven and a half (7.5) years post implant aneurysm enlargement of 50 to 110mm was identified. It is unknown if reintervention has taken place at this time.